Manufacturer narrative:
Initial.

Event description:
It was reported that a user requested to return the ilet due to persistent hyperglycemia with blood glucose values in the 300s and frequent insulin changes, and the user declined additional training or troubleshooting after being advised that a return might be possible. Symptoms included hyperglycemia. Outcomes included the user¿s decision to discontinue use and pursue return of the device. Investigation included internal review and consultation with the field team and the healthcare provider. Investigation of this case revealed no device alarms or alerts, no documented device malfunction, and no confirmed device component failure, so the cause remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.